Manufacturer narrative:
Analysis of (B)(4), (serial# (B)(6)) recharger found a frayed cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's recharger stopped working yesterday so they were not able to charge their implant. Patient said the last time they were able to use the equipment and charge the implant was about 3 days ago. Patient said they charge their implanted neurostimulator every day for 15 minutes. They confirmed there was no visible damage to the equipment. They plugged the desktop charger into the ac power supply and confirmed the green light was on, but when they pressed the green button, the screen went black or showed an empty insr battery picture. Pt confirmed the connector pin was loose and wiggly. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger product ID 37751 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), roduct type: recharger, product ID: 37751, serial# (B)(6) and product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they received the dtc replacement but they noticed sunday the tremors were worse and today programmer showed therapy off. They states ins battery may have gotten low before charging. Patient was able to turn therapy on.